Manufacturer narrative:
This device was returned in december 2014 at the time of the original report of this complaint. (B)(4) was opened at that time. (B)(4) has been created to capture the new reported information, with the addition of the device being on a patient at the time. The device was returned and evaluated. The regional service center investigation also experienced the reported complaint of a failed no sensor alarm at boot-up. After successful low and high no calibrations, the device was no longer alarming for failed no sensor. The no cell was replaced as a precaution. The service log review had evidence of a failed no sensor alarm consistent with a saturated no sensor. The root cause was determined to be no cell saturation. The device was serviced, passed a full functional test, and was returned to the device pool. All reported complaints are monitored and the associated root causes are trended.

Event description:
The reporter contacted the company in (B)(6) 2014 with a complaint for a generalized sensor failure issue. At that time, the customer did not report any injury or deterioration in the patient's state of health and stated that the device was not in use on a patient when the alleged issue occured. On (B)(6) 2016, the company received a user facility medwatch stating that the device was monitoring unstable nitric oxide (no) values. Patient did not experience any adverse event at this time. The facility switched out the device and the patient continued without any adverse event being reported. Upon review, it was identified that the event discussed in the user medwatch report was a match to the complaint from (B)(6) 2014. This MDR is being filed as a response to the user facility medwatch, but is not considered reportable based on the information provided.